Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 2/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following: any patient consequences? Were there any patient consequences? Was more than half the needle retained in the patient? Did any needle piece fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a delivery surgery on (B)(6) 2026 and suture was used. The parturient gave birth at 09:10 with a perineal laceration. The doctor provided suture for skin layer suturing. However, when the needle was clamped with a needle holder, the needle broke and the suture was immediately replaced for suturing. The operation went smoothly. There were no patient consequences reported. Additional information was requested.